Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years one month of post-deployment, inferior vena cava gram was revealed, the filter was filled with thrombus and the distal inferior vena cava was occluded by thrombus. There was a small amount of thrombus surrounded the apex of the filter. Both renal veins were patent and there was no thrombus seen in the suprarenal inferior vena cava. Based on the received death certificate the patient was died after one year due to septic shock, aspiration pneumonia, anoxic brain injury, and prolonged cardiac arrest. Other significant conditions included congestive heart failure, chronic obstructive pulmonary disease, and obesity. Therefore, the investigation is confirmed for obstruction of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and unable to take anti-coagulation due to craniotomy. At some time post filter deployment, it was alleged that the inferior vena cava filter occluded and thrombus surrounded the apex of the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired and cause of death was not related to the filter.